Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over rotation of the inner coil during the retraction of the fixation helix. Furthermore, deformations of the outer conductor coil and a bend in the lead¿s distal part were observed. The distal part of the lead was found partly pulled out of the ring electrode. As the root cause of the observed damage, mechanical forces applied during the surgery should be taken into consideration. Due to the damages the mechanical inspection of the lead was not properly feasible. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.